Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using an small flexnav delivery system. The sinus rhythm was observed before placement. After the first deployment, the rhythm was deepened and a complete atrioventricular block was developed when resheathed. The patient was backed up with temporary pacing. The navitor was implanted. The patient did not have a history of this arrhythmia. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of left coronary cusp (lcc) was 4mm and the non-coronary cusp (ncc) was 2mm. After the navitor implantation, the electrocardiogram (ECG) waveform did not change and the patient returned to the room with a temporary pacemaker inserted. The patient remained hemodynamically stable through out the procedure. There was no significant delay in the procedure.

Manufacturer narrative:
An event of left bundle branch block(lbbb) and EKG changes was reported. Information from the field indicated the patient did not have a history of this arrhythmia and that the device implant depth was left coronary cusp (lcc) 4mm and the non-coronary cusp (ncc) was 2mm. The field also indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information and without the device to analyze, the cause of the reported event could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using an small flexnav delivery system. The sinus rhythm was observed before placement. After the first deployment, the rhythm was deepened and a complete atrioventricular block was developed when resheathed. The patient was backed up with temporary pacing. The navitor was implanted. The patient did not have a history of this arrhythmia. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of left coronary cusp (lcc) was 4mm and the non-coronary cusp (ncc) was 2mm. After the navitor implantation, the electrocardiogram (ECG) waveform did not change and the patient returned to the room with a temporary pacemaker inserted. The patient remained hemodynamically stable through out the procedure. There was no significant delay in the procedure.